Manufacturer narrative:
On 03/21/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. A manufacturing record evaluation (mre) of lot number 5892560 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 550cc saline breast prostheses when the left breast prosthesis deflated after implantation. The left device was implanted into the patient the first time on (B)(6) 2010 and was re-implanted on (B)(6) 2013. In addition, the patient developed capsular contracture (baker grade IV) in both breasts. As a result, the patient underwent bilateral explantation and bilateral capsulectomies on (B)(6) 2019. The explanted devices were replaced with mentor saline breast prostheses. This medwatch report is for the right breast prosthesis.